Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher was getting incomplete mesh on previously recovered cadaveric donor skin. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that was getting incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on august 22, 2019 revealed that the calibration was out of specification but the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included recalibration. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300180838 dated august 15, 2019. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. During evaluation of the device, the 2:1 cutter was found to have been previously serviced and deemed to have produced an incomplete mesh. The 1.5:1 cutter also produced an incomplete mesh but was not previously evaluated. The zimmer skin graft mesher instruction manual (06001810592, rev a) does note on page 1 that 'a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher'.

Event description:
No additional event information received.